Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve, manifold and seals were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the pop-off valve was not working and causing pressure build up. There was no report of patient involvement.